Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery was the condyle was loose. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital's pathologly department and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the lot number was not provided or determined during the complaint evaluation. Given the limited information, a search of djo records for an invoice of the previous surgery produced no results. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records before the acquisition date, that have not been forwarded, will not be made available. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the condyle was loose. There was no information submitted with the complaint that would indicate a material, design, or manufacturing issue(s) with the explanted part. Should addition information become available this complaint shall be re-opened and a further evaluation well be conducted. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the condyle being loose.